Event description:
There was an allegation of questionable elecsys ca 19-9 results for 4 patient samples on a cobas e 801 analytical unit. Patient 1: the initial result was 40 u/ml. On (B)(6) 2026, a new sample from the patient was tested, and the result was 13.9 u/ml. The initial sample was retested, and the result was 14.3 u/ml. Patient 2: on (B)(6) 2026, the initial result was 67 u/ml, and the repeated result was 26.7 u/ml. Patient 3: on (B)(6) 2026, the initial result was 61.7 u/ml, and the repeated result was 27 u/ml. Patient 4: on (B)(6) 2026, the initial result was 40.8 u/ml, and the repeated result was 28.1 u/ml.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.